Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the treated part of the dialyzer and the machine alarmed. Estimated blood loss was 50cc's. Patient had no ill effects. Sample is available.